Event description:
On 07/11/98 pt was implanted with device. On 09/14/98 x-rays revealed a broken cable. Pt had fused in a kyper-kyphotic position. Surgery was performed on 09/17/98 to removed broken cable, re-align pt and implant a plate and screw fixation system.